Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra resilia valve in the aortic position in a non-ew surgical valve via transfemoral approach, the balloon ruptured. The system was removed without any issues. A second commander and esheath were prepared and used for post dilation. Upon removal of the second commander from the second esheath, the radiopaque marker from the esheath was wrapped around the commander balloon. The second esheath was removed from the patient without any issues. There was no patient injury or harm noted. Distal tip torn and material separation were noted on the picture provided by the fcs.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: reference number: (B)(4). The investigation is ongoing. H3 other text : the device is not returning.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: the distal tip was torn circumferential along distal edge of liner and separated from the sheath shaft and found wrapped around the delivery system balloon. The liner sheath appears expanded as designed with scratches noted on sheath shaft. During manufacturing, the device undergoes multiple inspections. In addition, the work order underwent functional product verification testing as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed per evaluation of the provided imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, ''a second commander and esheath were prepared and used for post dilation. Upon removal of the second commander from the second esheath, the radiopaque marker from the esheath was wrapped around the commander balloon. The second esheath was removed from the patient without any issues. There was no patient injury or harm noted. The patient was discharged to recovery". Per evaluation of the provided imagery, the distal tip was torn circumferential along distal edge of liner and separated from the sheath shaft and found wrapped around the delivery system balloon. The failure mode is characteristic of sheath tip tear events as described in product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, scratches were noted on the sheath shaft near the tip in imaging evaluation, which is indicative of calcification being present in the patient's access vessel. Calcification can create a constrained effect on the sheath leading to sub-optimal conditions for distal tip expansion. Calcification can also lead to non-coaxial alignment between the delivery system and the sheath, which may lead to the flex tip to catch onto the sheath distal tip, tearing the tip in the process of advancement without opening along the axial score line nor separating. During withdrawal, the altered balloon profile after inflation/deflation may have caught onto the damaged distal tip, snagging on it and fully separating it during withdrawal. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) and/or procedural factors (altered balloon profile) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated and to address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions.